Event description:
Reported as port leak.

Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: 01/22/2009. Visual examination of the returned device determined the access port tubing connector to be a taper ii. Analysis of the device noted missing small pieces of port septum material. Analysis of the device also noted damage from a sharp instrument to the band tubing (this is the portion of tubing located between the stainless steel connector and the band, not the stainless steel connector and the port). There was no indication of wear related damage to the portion of the lap-band system returned. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing." In addition, the labeling also addresses the following possible outcome of access port leakage: "caution: use of an inappropriate needle may cause access port leakage and require reoperation to replace the port. Do not use standard hypodermic needles as these may cause leaks. Use only bioenterics lap-band system access port needles."